Manufacturer narrative:
Findings: pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unit had cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 156 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer.